Event description:
It was reported that the patient presented into the or for a normal eri device change out. Externalized conductors were observed on the lead. No electrical anomalies were detected. The lead remains implanted. Patient is doing well and will return for routine follow-up.